Event description:
Three to four necrotic locations gluteal with approximately two centimeter diameter, burning stage iii [burns third degree]. Patient used thermacare heatwrap very likely without cloth for protection [device misuse]. Case description: this is a spontaneous report from a contactable consumer reported via the (B)(6) department. An (B)(6) old male patient (race not provided) started to use thermacare heatwrap (thermacare lower back and hip, wrap) for an unknown indication on an unknown date. Relevant medical history included stent placement in 2010, pain in lumbar spine and diabetes. Relevant concomitant medication included simvastatin and diverse other unspecified medications. Relevant past product history were not reported. At the time of administration, the patient wore an undershirt but he could not remember if he used thermacare heatwrap under or over the undershirt. The patient reported it was very likely he used the thermacare heatwrap without cloth for protection for approximately six hours on an unspecified date. He suffered from severe pain and "therefore gave away thermacare heatwrap and noticed severe burning." At the time of follow-up, the patient reported he visited an orthopedist on (B)(6) 2011 for acute pain in his lumbar spine. At this visit, the orthopedist diagnosed three to four necrotic lesions gluteal, approximately two centimeters in diameter, burning stage iii caused by the usage of the thermacare heatwrap. Therapeutic measures taken as a result of this reported event included jodine (betaisodona powder-spray) and a dry bandage. According to the physician, the patient's skin was not conspicuously thin. There was no relevant laboratory data available. The action taken with the product was unknown. At the time of this report, the patient had not recovered from the reported event. At the time of follow-up, the patient reported the burning turned now to thick crusts and was no painful anymore. Follow-up ((B)(6) 2011): additional information from the contactable consumer included: duration of heatwrap use and further adverse reaction data. Follow-up information ((B)(6) 2011): new information reported from the patient's contactable orthopedist included: relevant medical history, concomitant medications, upgraded event from thermal burn to burns third degree and treatment provided. Additional information has been requested and will be provided as it becomes available.